Manufacturer narrative:
The actual sample was not returned; however. A photograph was received for evaluation. Visual inspection of the photo observed a crack in the tip of the minicap. The reported issue was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were cracked. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.